Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
See manufacturer report 3004209178200702733. The patient reported that following replacement of her interstim device, she felt that the device was moving closer to surface and again developed an infection approx eight days after implant. She was hospitalized and given two different IV antibiotics which were not successful, and the total device system was explanted. Further information is being requested from the hcp.